Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure, spine surgery was done. Upon trying to torque off the outer gold part of the locking cap, the metal end sheared off, but reporter believes that all pieces were retrieved. For the second driver (03.636.001), it was noticed as the tip being twisted prior to usage. Spare device was available, same driver shaft. Five minutes delay to surgery. Patient outcome post surgery no problems. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned articles were investigated 03.636.003 ¿ the tip of the screw driver shaft is indeed broken. It is likely that the instrument was positioned incorrectly during the procedure. Also excess mechanical force during the attempt use could lead to the breakage of the position pins. The device history records for this article and lot number was reviewed and this part was manufactured according to specifications in march 2011 with no issues or deviations during the process. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is also likely that a mechanical overload by applying too much lateral stress caused this breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 331703.636.003 - 3694217, manufacturing site: (B)(4), manufacturing date: 29.mar.2011, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.